Event description:
A health professional reported that a footswitch was not responding before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The sample was obtained for evaluation a review of complaints for the last 24 months did not indicate any additional related reports for systems of this kind. The footswitch manufactured on february 9, 2010. Based on qa assessment, the product met specifications at the time of release. The system was manufactured on november 10, 2006. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no nonconformities. The footswitch was connected to a calibrated console and the system was powered on. System message (sm) displayed. The footswitch was opened and the printed circuit board (pcb) component responsible for storing data was inspected. It was confirmed to be burned. The root cause of the reported event can be attributed to the non-conforming footswitch component. (B)(4).